Event description:
A trilogy 100 ventilator was returned to the manufacturer for preventive maintenance. There was no patient involvement, and no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing resulting in a failure to calibrate. The device's system printed circuit assembly board and central processing unit were replaced to address the issue. Final testing was completed and confirmed the unit operated properly.

Manufacturer narrative:
The system pca was returned to the product investigation lab (pil) to further investigate a fault/failure; replaced preventatively during service. This component has already undergone a comprehensive evaluation at the service center prior to arriving at pil, and there is no association with patient harm. Therefore, no further investigation of the trilogy 100 system pca is required at this time.